Manufacturer narrative:
Account installed new logic board and trendelenburg will not function. Account installed the new logic board to a known working bed and the trendelenburg function did not work. Technician sent replacement logic board. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the bed would not go into trendelenburg.